Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in the patient receiving an inappropriate shock. The rv lead also exhibited low r-waves. The rv lead was reprogrammed. The lead also exhibited undersensing that resulted in rv pacing during intrinsic events. Turning off rv pacing was discussed. The rv lead remains in use. No further patient complications have been reported as a result of this event.